Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to corrosion on plug unit, error e216(scope communication err) occurs and no image was displayed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope-connector was dirty due to water leakage; plastic distal-cover had foreign objects, and the connecting tube had foreign objects. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the bronchovideoscope no communication with the processor was possible. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.